Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required moderate adjustment due to soft tissue interference and a compromised implant design.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed, as no images or CT-scans were provided. The investigation found no issue with the implant, which was designed and manufactured according to specifications, despite soft tissue interference and swelling that may have affected its fit. Brain swelling was visible in pre-operative scans, and the time gap between imaging and surgery may have led to tissue changes, but no device-related problem was identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.